Manufacturer narrative:
Corrected information: no eval. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the shunt was explanted as the flow was not enough.